Event description:
It was reported that balloon rupture occurred. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation, however, resistance was felt upon advancing. The device was pushed strongly and when inflation was attempted, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.